Event description:
It was reported to covidien that a customer had a problem with a gastrostomy tube. The customer stated that there is a fr 16 tube packed in fr 14 item packaging. Procedure replacing gastrostomy tube. Doctor tried twice before noticing french size is wrong. Due to complications after this the patient died. There will be an autopsy.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.